Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator was received into the lab for analysis. Power was applied to the returned stimulator & was connected to a known good ep-4 touchscreen but no communication was established, confirming the field reported event. The microprocessor assembly was then temporarily replaced with a known good assembly. Communication was successfully established and normal function was restored to the stimulator. A prolonged pacing period was observed followed by multiple power cycles with no breaks in communication. Based on the information provided to abbott and the investigation performed, root cause of the field reported event citing un-established communication was successfully isolated to abnormal functionality of the microprocessor assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.

Event description:
During the procedure, there was no output when stimulation was initiated. An error message displayed reading "hardware is not responding", so the procedure was cancelled.